Event description:
It was reported that a patient experienced a possible infection coincident with automated peritoneal dialysis (pd) therapy. The cause of this event was not reported. It was not reported whether the patient was hospitalized for the possible infection. Treatment and outcome was not reported. No additional information is available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).